Event description:
It was reported to philips that the system was booting slowly. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site but was unable to replicate the issue. Upon investigation, it was noted that the system had not been rebooted daily, as recommended by philips' instructions for use (IFU). This lack of regular rebooting could have contributed to the issue. After performing a reboot, the fse observed the pc led boot-up sequence, which completed successfully. The system was then monitored over a four-day period, during which the issue did not recur, indicating that the rebooting process have resolved the problem. Additionally, philips conducted scheduled preventive maintenance on the system to ensure its continued good performance. Following these steps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.